Manufacturer narrative:
Approximate age of device - 2 years 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with a pump stoppage found when interrogated. Review of the log file by technical services confirmed the pump stoppage, as well as 4 low speed advisories. The speed drops were as low as 0 rpm. The system controller was exchanged, and another pump stoppage occurred while connected to the power module. This type of issue has been connected with percutaneous lead issues. It was recommended to keep the patient on battery until the investigation can be completed. Additional information provided on 2aug2018 included x-rays of the driveline which were unremarkable and showed no obvious deformations or areas of concern. Two non-grounded patient cables were ordered as well.

Manufacturer narrative:
PMA/510k: (date received by manufacturer): additional information. During review of the complaint record, it was noted that the date received by manufacturer (PMA/510k: sep 24, 2018) was inadvertently omitted on the supplemental report follow-up number #1 which was submitted on oct 12, 2018 . This report has been submitted to provide that date.

Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed a pump stoppage event and low speed advisories; however, a direct cause for the reported events could not be conclusively determined through this evaluation. Review of the patient¿s submitted x-rays showed that they appeared unremarkable. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.